Event description:
It was reported that five at/af (atrial tachycardia/atrial flutter) episodes were reported, but on at/af summary 348 episodes reported. The longest was 75 seconds and the rest were under a minute, e.g., 45 seconds. The caller was having difficulty telling if stored aegm was due to noise or actual at/af and outside of the aegm there weren't atrial makers, which to her is not helpful at all. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4017 competitor non-defib lead 2001 (B)(6); 4035 competitor non-defib lead 2001 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.